Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number as the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. The literature indicated no damage of the suoh 03 guide wire. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria. Referring to known similar events, vessel perforation was most likely associated with patient anatomy and procedural context. Therefore, although it was concluded that there was no anomaly in product quality, a possibility could not be completely ruled out that this guide wire might have caused or contributed to the vessel perforation, and additional treatment by stenting was considered an adverse patient effect. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ damage to a vessel, including possible vessel perforation.

Event description:
It was reported through literature that an asahi suoh 03 guide wire and an asahi gladius mongo guide wire might have caused or contributed to the vessel perforation, requiring additional treatment. Catheterization and cardiovascular interventions, 2025; 106:3120-3124. Title: three birds with one stone: successful recanalization of three chronic total occlusions in a single procedure. [Excerpt] 1. Case a 63-year-old asian man was referred for cto pci due to severe angina despite medical therapy. The patient has a history of hyperlipidemia, hypertension, type 2 diabetes mellitus and coronary artery disease. He had undergone three vessel coronary artery bypass graft surgery (CABG) 13 years prior with left internal mammary artery (lima) to the left anterior descending (lad), and a sequential saphenous vein jump graft to the obtuse marginal (om) and the right coronary artery (rca). The patient had undergone coronary angiography 11 months prior which showed ctos of the proximal lad, the proximal left circumflex (lcx) and the proximal rca, patent svg to om with significant disease at the distal anastomosis and patent lima to one branch of a "dual" lad with an occluded rca limb of the sequential graft. The patient also underwent coronary computed tomography angiography (ccta) 2 months prior with similar findings. Ejection fraction was 60%. He continued to have progressive symptoms and a nuclear stress test demonstrated a large area of severe ischemia in the basal, mid, and apical anterior, inferior, lateral and septal walls. He was referred for complex pci. Right heart catheterization showed a right atrial pressure of 10 mmhg, pulmonary artery pressure of 32/12 mmhg with a mean of 23 mmhg, wedge pressure of 12 mmhg and fick cardiac index (ci) of 2.45 l/min/m2, hence no hemodynamic support was used. The goal was to first recanalize the native circumflex cto, followed by crossing of the lad cto to allow retrograde crossing of the native rca cto. Bilateral femoral arterial access was obtained with 8 french sheaths. The left main and svg graft were engaged with an ebu 3.5 and al1 guide catheters, respectively. The lcx cto had a tapered proximal cap, length of 10~15 mm, with a calcified and diseased distal vessel that was filling from the svg-om graft. The lcx cto was successfully crossed using the retrograde approach through the svg-om with a fielder xt guidewire (asahi intecc) through a turnpike lp microcatheter (teleflex), followed by externalization of an r350 wire. We utilized a sasuke dual lumen microcatheter (asahi intecc) to place two workhorse wires antegrade into the om and lcx and removed the retrograde equipment. We next attempted crossing the lad cto. Dual injection through the lima and the left main showed a cto of the lad with clear proximal cap with an approximate length of 15mm. The lad was successfully crossed antegradely with a gaia next 2 wire (asahi intecc) that entered a septal branch. Contrast volume at crossing was 110 ml and air kerma radiation dose was 0.443 gray. We used the sasuke to place a wire distally in the lad and then utilized the septal collaterals supplied by the lad to cross into the rca with a suoh 03 wire. Another 110ml of contrast and 1.032gray of air kerma radiation dose were used. The suoh 03was exchanged for a gladius mongo which entered the antegrade guide, followed by externalization of the r350. Predilatation was performed and ivus showed severe calcification which was treated with 120 pulses of intravascular lithotripsy (ivl). After deployment of two overlapping drug eluting stents (2.5 x 48mm distally and 3.5 x 30mm proximally) a large vessel perforation occurred in the mid rca, possibly due to calcification, which was treated with a 3.5 x 26mm pk papyrus stent. Due to residual proximal bleeding after prolonged balloon inflations, an additional 3.5 x 20mm pk papyrus stent was deployed proximally achieving hemostasis. The left main bifurcation was stented using the dk crush technique with the lcx as the main vessel with an excellent final result. Total procedure time was 261min and fluoroscopy time was 68.4min. The patient did not have a pericardial effusion on echocardiography and was discharged the following day. He remained angina and complication-free during 8-month follow up. After deployment of two overlapping drug eluting stents (2.5 x 48mm distally and 3.5 x 30mm proximally) a large vessel perforation occurred in the mid rca, possibly due to calcification, which was treated with a 3.5 x 26mm pk papyrus stent. Due to residual proximal bleeding after prolonged balloon inflations, an additional 3.5 x 20mm pk papyrus stent was deployed proximally achieving hemostasis.the patient did not have a pericardial effusion on echocardiography and was discharged the following day. He remained angina and complication-free during 8-month follow-up. Gladius mongo: MFR report #: 3003775027-2025-00252.